Event description:
During preparation for a pta treatment procedure, the amplatz super stiff xch 035/260 guidewire appeared to have white residue on the wire. A new amplatz super stiff guidewire was opened, but it also appeared to have white residue on the wire. Neither of these two wires had contact with the patient. Another new amplatz super stiff guidewire was opened and did not have visible residue. The wire was used and the procedure was successfully completed. The patient status is reported as 'fine'.

Event description:
Two wires were received-one outside, and the other inside the hoop. The wire #1 (outside the hoop) is kinked and scratched at a location 8.5 cm from the tip, with a while substance adhered to the distal end. The same substance was also found between the coils. The wire #2 (inside the hoop), is slightly elongated along 6 cm of tip, the white substance was found along the wire between the coils.